Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the initial report was submitted, the device evaluation also identified an additional reportable issue: the area between the distal end and the server plug in had a gap in the adhesive. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. Regarding the adhesive issue (gap between distal end and z-block, cracking), it is likely that occur due to physical stress by hitting/dropping distal end, etc. And/or chemical stress from chemical solutions, etc. On the subject device. The user can detect the foreign material events by handling device in accordance with the following IFU. Operation manual 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system preparation and inspection. The user can prevent the foreign material issue by handling device in accordance with the IFU. The IFU states preventive measures in reprocessing manual 5.4 manually cleaning the endoscope and accessories. The user can detect the light guide lens issue by handling device in accordance with the IFU. "Preparation and inspection- inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." The user can prevent the light guide lens issue by handling device in accordance with the IFU. "Important information ¿ please read before use_ warnings and cautions warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The user can detect the adhesive issue by handling device in accordance with the IFU. "Operation manual- preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited a whitish foreign material inside the air/water tube and the air/water cylinder as well foreign material on the inside of the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.